Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 700 mg/dl. Customer was hospitalized for high readings. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. The customer declined to troubleshoot. The insulin pump was returned for analysis.